Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. After lesion predilatation to 6 mm, the supera stent was advanced to the lesion and deployment initiated; however, after about 1/3 of the stent was deployed, the thumbslide stopped and could not be advanced further. After several unsuccessful maneuvers the stent system and stent were removed from the anatomy. No additional treatment was performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment difficulty was confirmed. Additionally, the shaft was noted to be smashed and twisted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It is likely that the smashed and twisted portion of the distal stent sheath prevented the ratchet from engaging the stent for further deployment. The damage likely occurred due to anatomical conditions. The investigation determined that the reported deployment difficulty was the result of operational context and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.